Event description:
Information received indicates that blood was seen at the pump roller head, shortly after administration of cardioplegia. The circuit was replaced and the case completed with no patient complication reported. Product inspection by the hcp found the raceway-tubing component had split.

Manufacturer narrative:
Analysis: the product has not been returned to manufacturing for evaluation. Without product return, review is limited. Product specific information (manufacturing lot number) also has not been provided; therefore, the device history records for the unit could not be reviewed. Conclusion: no patient event and no product return. An exact cause cannot be determined for the reported product problem.